Manufacturer narrative:
The reagent information was not provided. The field service engineer (fse) found a faulty sodium hydroxide detergent valve and a dripping dispenser nozzle. The fse replaced the valve, repaired the tubing at the rinse head and performed a cell detergent prime. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 2 patient samples on a cobas 8000 cobas c 502 module. The results did not match the patients' previous results with prompted the customer to repeat the samples. Sample 1 had an initial glucose result of 231 mg/dl. The sample was repeated on another c502 analyzer and the result was 94 mg/dl. Sample 2 had an initial glucose result of 255 mg/dl. The sample was repeated on another c502 analyzer and the result was 110 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.